Event description:
It was reported that the pt complains of fatigue. The pt stated that her chromium levels are normal. She stated that her cobalt levels are 7.4. The pt further stated that she doesn't know if its her old age or depression. She doesn't want to go through another surgery. She will be following up with her surgeon and will require to have an MRI.

Manufacturer narrative:
The pt is (B)(6). At this time, the pt was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.